Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they had an occlusion while trying to flush syringe. When they unscrewed the syringe the blue cap remained open and IV fluids ran out spraying staff. The set had to be removed and replaced. There is no report of patient harm.